Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after an initial procedure on (B)(6) 2026 the patient experienced minor pericardial effusion on (B)(6) 2026. A routine echocardiogram appeared a max of 0.9 centimeters next to the right atrium. Medications were also adjusted for the patient, and the event was resolved on (B)(6) 2026. The device will not be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of pericardial effusion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that after an initial procedure on (B)(6) 2026 the patient experienced minor pericardial effusion on (B)(6) 2026. A routine echocardiogram appeared a max of 0.9 centimeters next to the right atrium. Medications were also adjusted for the patient, and the event was resolved on (B)(6) 2026. The device will not be returning.